Event description:
A health care professional called in to state the wound dressing disintegrated upon removal making the product difficult to remove.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The medical determination is that a recurrence of this malfunction is not likely to lead to a serious injury or death. Product end users and medical professionals are advised on the steps to take whenever a dressing becomes difficult to remove; namely to adequately moisten the dressing with saline or water to help with removal. If forcibly removed without adequate moistening, the pt may have pain/skin strip, but this should not lead to a serious injury to pt. From a preliminary clinical perspective, a causal relationship between the duoderm/granuflex/duoactive - moisture retentive duoderm cgf dressing and this event is deemed possibly related because product use is temporally associated with the area where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.